Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. Insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners, battery tube threads, scratched display window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and a motor error during bolus delivery. The customer's blood glucose was unknown. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.